Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Added: h10-related report numbers.

Event description:
Additional information was received that both leads showed high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.